Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 analyzer, and identified the failure mode as a faulty buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneously high ise (ion selective electrode) patient results on their au480 chemistry analyzer. There was no change in patient treatment reported in association with this event.